Event description:
Robot would pass registration but would not pass verification. Mics status check would pass. Clinical support guided me to hard shutdown robot before putting on new mics. We did so and had to remove robot while sterile. New mics allowed us to proceed. Case type: tka. Surgical delay: 16-30 minutes.

Manufacturer narrative:
Follow-up #1 and final report submitted to update sections d.3, g.1, g.4, g.7, h.2, h.3, h.6, h.10 and h.11 based on the results of investigation. Robot would pass registration but would not pass verification. Mics status check would pass. Clinical support guided me to hard shutdown robot before putting on new mics. We did so and had to remove robot while sterile. New mics allowed us to proceed. Case type: tka. Surgical delay: 16-30 minutes. The reported event regarding issues passing verification was not confirmed. An issue with the locking mechanism was was noted upon inspection of the returned device. Product inspection mics-209063 sn#4201940 lot#42030317 RMA#281644 inspected per d06917 and determined failure of the following test step. Sec# 7.1.4. Failed collar test. Disposition: rtv inspected by: steven henriquez. The device failure mode identified during inspection is not consistent with the reported issue. Device history review review of the product history records indicate 25 devices were manufactured under prodex lot k09cz and 23 devices were accepted into final stock on 04/27/2017. Review of qt17-04-0073 revealed that the non-conformance is not related to the failure alleged in this compliant. Complaint history review a review of complaints in catsweb and trackwise related to p/n 209063, lot number 42030317 shows 6 additional complaints related to the failure in this investigation. Conclusion the device failure mode identified during inspection is not consistent with the reported issue. No additional investigation or specific actions are required.

Manufacturer narrative:
As part of the normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Robot would pass registration but would not pass verification. Mics status check would pass. Clinical support guided me to hard shutdown robot before putting on new mics. We did so and had to remove robot while sterile. New mics allowed us to proceed. Case type: tka. Surgical delay: 16-30 minutes.